Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Gastrointestinal bleeding is a known complication of a peg-j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The report indicated that the patient was taken to emergency department for unspecified reason. Daughter reported that the patient has intestinal obstruction. It was reported that the patient underwent endoscopy and presented with digestive hemorrhage. The patient was hospitalized and unspecified treatment was provided. On (B)(6) 2021, the peg-j tube was removed because the digestive hemorrhage was not improving. The location of the gi bleed is unknown. Additional information received indicates the patient passed away on (B)(6) 2021 due to further digestive bleeding.